Event description:
It was reported to boston scientific corporation that a obtryx ii implant was implanted into the patient on (B)(6) 2018. The patient experienced complications and nonsurgical treatment. Patient symptoms include: back pain; pelvic pain; groin pain; thig pain; off vag dis; rec incont; oth pain: back pain goes into kidneys, cysts on lips of vagina. Updated information received july 7, 2022: it was reported to boston scientific corporation that an obtryx ii system - halo device was implanted into the patient during a urinary catheterization + total laparoscopic hysterectomy with bilateral salpingectomy with insertion of suburethral sling + cystoscopy procedure performed on (B)(6) 2018. The patient experienced complications and nonsurgical treatment. Patient symptoms include back pain, pelvic pain, groin pain; thigh pain, off vaginal discharge, recurrent incontinence and other pain. Back pain goes into kidneys, cysts on lips of vagina.

Manufacturer narrative:
Block b3 date of event: date of event was approximated to (B)(6) 2018, implant date, as no event date was reported. Block e1: this event was reported by the patient's legal representation. The implant surgeon is: dr. (B)(6), australia. Block h6: patient code e2330 captures the reportable event of pain. Impact code f12 has been used in the light of the patient sought legal recourse for an unspecified personal injury related to the device. Conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the complaint device is not expected to be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a obtryx ii implant was implanted into the patient on (B)(6) 2018. The patient experienced complications and nonsurgical treatment. Patient symptoms include: back pain; pelvic pain; groin pain; thi pain; off vag dis; rec incont; oth pain: back pain goes into kidneys, cysts on lips of vagina.

Manufacturer narrative:
(B)(6). The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device. The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.